Manufacturer narrative:
B3: estimated as 10/26/2023 as the published date for the article is noted 26 october 2023 citation: sun, j.; zhang, r.; yang, m.; li, w.; zhang, p.-p.; mo, b.-f.;wang, q.-s.; chen, m.; li, y.-g. Combined radiofrequency ablation and left atrial appendage closure in atrial fibrillation and systolic heart failure. Diagnostics 2023, 13, 3325. Https://doi.org/10.3390/ diagnostics13213325

Event description:
It was reported via journal article that patient death occurred. The following event was obtained via a retrospective article following 802 patients who had the watchman laa closure device implanted in the left atrial appendage (laa) laacablation registry who underwent concomitant laac and ablation and also had systolic heart failure. With an average of 27.4 +/- 7.5 months follow-up, death was observed in 3 patients including two cardiovascular deaths and one death from pancreatic cancer.